Event description:
It was reported that the patient states he has heard an intermittent tone from the device at different time of the day. It was also reported that there had been a circuit error which was later cleared. The physician placed a programming head over the device and the stated he could not hear a tone but heard one short beep. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.